Manufacturer narrative:
The explanted device was not returned to boston scientific; therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection noted a hole in the right ventricular seal plug. The right atrial seal plug was missing and a hex wrench was broken off in the right atrial setscrew hex slot. The right atrial capture washer was bowed upwards and a non-boston scientific wrench was used during the explant procedure based on how the wrench was broken.

Event description:
Boston scientific received information that during the device changeout procedure; a setscrew issue was suspected as difficulty removing the leads was experienced. After further review, it was determined that both sets of setscrews had not been loosened. Once the setscrews were loosened completely, the leads were easily removed. The device was successfully replaced. No adverse patient effects were reported.